Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger was not charging the device and the charger indicator light was flashing, and the user stated the same blinking behavior occurred when attempting to charge a phone, suggesting a charger malfunction. Symptoms included no clinical symptoms. Outcomes included replacement supplies shipped and user education completed. Investigation included remote troubleshooting and verification with alternate chargers. Investigation of this case revealed a malfunction of the external charger component consistent with a charging accessory failure. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charger.